Manufacturer narrative:
Reporter's causality: associated for the events of swollen knee/extremely swollen knee, hot and painful knee; not reported for the event of got removed excess fluid from the knee. Company causality: associated for all the events.

Event description:
Upon internal review on july 9, 2015, this case initially processed as unsolicited was updated to a solicited case. This clinically co-sponsored solicited device case from united states was received on june 30, 2015 (additional information was received on may 6, 2015, both processed together with the clock start date of june 30, 2015) from the healthcare professional (physician assistant) via market research program. This case is cross referred with case: (B)(4) (cluster).

Manufacturer narrative:
The production and quality control documentation for lot number: 4rsf014, with expiration date: september 2017 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review and lot number frequency analysis for lot number 4rsf014, no CAPA was required. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of july 8, 2015, a total of (4) complaints (including this complaint) had been reported for lot number 4rsf014: (3) adverse event reports and (1) tip breakage. Genzyme biosurgery would continue to monitor complaints as stated in the concerned sop "product complaint handling" to determine if a CAPA was required. Seriousness criteria: required intervention for the event of swollen knee/extremely swollen knee, hot and painful knee. Reporter's causality: associated for the events of swollen knee/extremely swollen knee, hot and painful knee; not reported for the event of got removed excess fluid from the knee. Company causality: associated for all the events. Additional information was received on july 9, 2015: global ptc number and ptc results were added. Text was amended accordingly.

Event description:
This unsolicited device case from united states was rec'd on (B)(6) 2015 (additional information was rec'd on (B)(6) 2015, both processed together with the clock start date of (B)(6)2015) from the healthcare professional (physician assistant). This case is cross refered with case: (B)(6) (cluster). This case concerns a (B)(6) female patient who had swollen knee/extremely swollen knee, hot and painful knee and got removed excess fluid from the knee while receiving treatment with synvisc one. No past drug, medical history or concomitant medications was reported. On (B)(6) 2015, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number: 4rsf014 and expiration date: 30-sep-2017) into unspecified knee for knee osteoarthritis and knee pain. On (B)(6) 2015, the patient experienced hot, painful and extremely swollen knee. No fever and no signs of sepsis were reported. On an unk date in (B)(6)2015, the excess fluid from the knee was removed. It was reported that the patient was treated with steroids and ketorolac tromethamine (taradol). Corrective treatment: nsaids, steroids and ketorolac tromethamine for swollen knee/extremely swollen knee, hot and painful knee. Outcome: recovered for swollen knee/extremely swollen knee, hot and painful knee; unk for removed excess fluid from the knee. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending.